Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Vessel morphology is unknown. It was reported that the pt's aortic neck was reverse funnel shaped and tapered from 23 mm in diameter proximally to a larger diameter distally. No clinical sequelae were reported, and the pt was transferred to the recovery room in stable condition. Ten days later, the pt returned to the hosp for repair a type I endoleak due to an infolded section of the stent graft. Balloon angioplasty of the iliac limbs and the aorta were performed and the endoleak improved. A palmaz stent was successfully implanted and a good seal was obtained with no endoleak. No clinical sequelae were reported and the pt was transferred to the recovery room in stable condition.